Event description:
It was reported via medwatch mw5152109: customer reported during a hand procedure the bit broke off. It was left in the patient. Surgeon is monitoring the patient per the information received. An attempt will be made to remove the material at a later date. Surgeon considered the severity to be a minor event. No further information was available.

Manufacturer narrative:
H3 other text : device not available/returned for evaluation.